Event description:
It was reported that the camera head has an image problem. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head has an image problem. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, a cut on the cable was found. Based on the results of the investigation, it is likely the reported malfunction was due to a faulty charged coupled device. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.